Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 288 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.